Event description:
Event description guidant received information that this endocardial lead was exhibiting noise resulting in oversensing. The oversensing led to at least one episode of pacing inhibition, causing syncope in this pacemaker dependant patient. In addition, an inappropriate shock was delivered. During the replacement procedure, the header on the device was noted to be loose.